Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device not available for return. Disposed by hospital.

Event description:
Primary procedure, left condyle fracture of 1st metatarsal (great toe). It was reported that the tip of the cannulated driver broke off in the screw. The broken tip was removed using a pick-up, the wire removed, and a solid driver used to remove the screw. Fracture was addressed using a 3.0 wire. Surgery was completed successfully with a delay of approximately 1-2 minutes.